Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. : device not received.

Event description:
It was reported that during a cranial procedure, the perforator bit tore the dura. It was further reported that the procedure was completed successfully and that no delay resulted from this event.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit tore the dura. It was further reported that the procedure was completed successfully and that no delay resulted from this event.